Event description:
It was reported by the sales rep that during the case, the generator would go back to standby while activating. The rep did not know if any error codes were given, but stated that a second instrument was used to continue the case. Later in the case, the generator again went back into standby. A third instrument was then used to finish the case with no pt consequence.

Manufacturer narrative:
Eval summary: the analysis found that the device was returned with the blade scratched and cracked. Due to the damge to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error."